Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2018 that the patient was admitted to the clinic due to elevated lactate dehydrogenase (ldh) that was at 1139 u/l. The patient experienced shortness of breath and hematuria. The patient's coumadin goal had been decreased due to ongoing gastrointestinal (gi) bleeds.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of (B)(4). The pump was returned assembled with the driveline (dl) severed approximately 7.5 inches from the pump housing and the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft, and the outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of (B)(4) upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, the deposition had areas of denaturation and the evidence of contact marks on the distal end of the rotor and on the outlet bearing cup suggest that the deposition was present in the outlet stator while (B)(4) was supporting the patient. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange on (B)(6) 2018.